Event description:
A malfunction alarm was reported with the code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully did so. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue returned.